Manufacturer narrative:
Suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510k: den170015. Investigation evaluation: the product said to be involved in the report was not returned. An unused device was returned in a sealed tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product returned could not confirm the report. When activated and tested as returned, the device sprayed as intended. The catheters were tested and sprayed as intended. The co2 cartridge discharged upon deactivation of the device and was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for the report of unable to spray is unknown. The returned unused device functioned as intended with and without the use of the catheters. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder. However, we could not conduct a complete investigation because the actual complaint device was not returned. This limits our ability to conclusively determine a cause. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. The device was taken out of the pack. The carbon dioxide (co2) cartridge was activated by turning the red knob. The catheter was attached to device. The channel of the endoscope was flushed with air using 60 ml syringe four times. The red valve was turned to the on position. When instructed by the physician, the red trigger button was pressed to deploy the powder. The device did not work. Another device was opened as it was 1:30 am. The second device worked without a problem and the bleeding stopped. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.